Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump. Additional information was not provided. Multiple follow up attempts were performed, however, customer did not respond.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.